Event description:
It was reported that this electrode experienced dislodgement. X-rays were performed and it was noted that the electrode tip was slightly left sided from the original position. A defibrillation threshold (dft) test was performed which showed adequate system performance. It was decided that, since the system is performing accordingly and the patient is set for a heart transplant, no changes were going to be performed on the system. This system remains in service. No further adverse patient effects were reported.